Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, noise was observed. Lead was capped and replaced. There were no complications for the patient.